Manufacturer narrative:
One device was received for investigation. The air detector bracket is bent creating a gap between the tower and air detector. The display label is damaged. The drain valve is leaking, a steady drip was observed. A ground wire fitting for the back panel is broken, connectors just fell apart while I was removing the back panel. The metal arm for the micro switch positioned on the top left of pcb is missing/broken, this is causing the disposable alarm to activate. One of the 2 stand offs for the pcb (part of enclosure) is broke off. The speaker on the pcb is faulty, no audible sound is heard when an alarm triggers. The aux. Outlet is broken, physical damage. The device was functionally tested. The reported complaint was confirmed. The micro switch on the pcb, that the top socket engages when in the down position, is broken causing the "check disposables" alarm to activate. The pcb was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would activate a check disposable alarm. There was no patient involvement and no adverse event reported.